Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to lead noise. The patient was asymptomatic. Further testing on the lead was recommended.